Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2022, the customer experienced fatigue, exhaustion, and weakness, and was provided juice by a non-hcp for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event. A sensor scan of 210 mg/dl when compared to a blood glucose test of 70 mg/dl on the built-in meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor compared to the built-in meter. On 04feb2022, the customer experienced fatigue, exhaustion, and weakness, and was provided juice by a non-hcp for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event. A sensor scan of 210 mg/dl when compared to a blood glucose test of 70 mg/dl on the built-in meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) was updated based on returned product download. Section d4 (serial number) was updated (B)(6).

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher scanned values while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2022, the customer experienced fatigue, exhaustion, and weakness, and was provided juice by a non-hcp for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event. A sensor scan of 210 mg/dl when compared to a blood glucose test of 70 mg/dl on the built-in meter, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.